Manufacturer narrative:
Additional information received has revealed that this event was previously reported on 1822565-2015-02108.

Manufacturer narrative:
(B)(4) other devices used: catalog #42521401010, persona posterior stabilized articular surface, lot #62831969 - manufactured by zimmer (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain and stiffness.